Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer from (B)(6) reported that he obtained blood glucose readings of 8.2 mmol/l at 6:00 a.m., 18.4 mmol/l at 6:01 a.m., 29.9 mmol/l at 6:01 a.m., and 11.3 mmol/l at 6:02 a.m. On the contour next meter. There was no allegation of an adverse event. The device is not expected to be returned for the evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Lot # 9epej11a implicated to be involved in section d4 of the initial report is invalid. The most likely lot # used by the customer would have been 9epeg11a. Therefore, in-house contour next meter was tested with the in-house contour next test strips from lot # 9epeg11a, which gave a satisfactory performance. Section d4 has been updated with the correct lot #.